Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (B)(4) alleging her one touch verioiq meter doesn't turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2018 at an unspecified time. The patient informed the csr that she manages her diabetes with a combination of medication (metformin, 850 mg and a victoza injection, 0.6 mg). The patient stated that she made a visit to the doctor¿s office, after her device was broken at an unspecified time around (B)(6) 2018 and she was provided with advice about her diet by her doctor. The patient¿s blood glucose was reportedly measured at an unspecified reading on the doctor¿s meter. The patient claimed she therefore took less food and/or drink in response to the alleged product issue. The patient reported that at an unspecified date and time after the alleged issue started, she developed symptoms of ¿dizzy, sweating, nauseous, shaking¿. There was no further report of any medical treatment/intervention received as a result of the developed symptoms. During troubleshooting, the csr noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent out to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.